Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed the setscrew was backed out beyond the point of being able to engage with the connector block (backed out too far). An attempt was made to screw the setscrew back into place which was successful. A known good lead was inserted into the connector port, the screw tightened down onto the lead which held it firmly in place. The complaint could not be duplicated. The device passed functional testing as it was determined there was good, stable output on all electrode pairs. Telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding their implantable neurostimulator (ins). It was reported that even though the doctor screwed the ins tight until it clicked, the set screw would never hold the lead in and the lead would always slide out. Doctor tried to re-screw multiple times but it never worked. The ins was replaced and it was noted the issue resolved. No further complications were reported.